Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of stuck guidewire is confirmed; however, the exact cause is unknown. One photograph of an 18 g accucath ace device was returned for evaluation. An initial visual observation of the photograph showed the guidewire of the device was protruding through the flash port in the needle. The guidewire slider was observed to be fully retracted and what appears to be use residue was observed on the needle. The safety mechanism of the device was observed to be activated; however, the needle appeared to be unable to fully retract due to the guidewire protruding from the flash port. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. Possible causes include advancement of the guidewire against resistance and excessive manipulation of the guidewire. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11

Event description:
It was reported by the customer that a "wire issue" with accucath on deployment. No other information was provided. Additional information provided: it was reported by the customer "while using an accucath ace 18g, I retracted the safety needle and the wire was out of the side of the needle. No impact to the patient, IV removed." 4/9/2024: the return device exhibited a guidewire protruding from the flash port, not allowing the needle to fully retract.